Event description:
I was admitted to the hosp for excruciating abdominal pain / bowel ileus on (B)(6) 2017. I was then diagnosed with depression in (B)(6) 2017. I now suffer from chronic pain in pelvic, low back and extremities, chronic fatigue, weight gain, depression, bloating, chronic headaches including migraines, heavy bleeding with clots.